Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer that customer is experienceing huge differences between their sugar glucose and their blood glucose. The customer had a sugar glucose of 80 mg/dl and a blood glucose of 280 mg/dl. The customer's current blood glucose was 156 mg/dl. The insulin pump's history showed a calibration and sensor error. Troubleshooting was conducted. No further information was reported.